Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen (3,000.0 mcg/ml at 2,513.5 mcg/day) via an implantable pump for an unknown indication for use. It was reported a patient was admitted to the hospital showing an increase in stiffness and with the pump critical alarm going off. The hcp decided to provide oral baclofen to re-establish the patient condition. Upon interrogation of the pump, service code 100 was prompted: motor stall occurred. Pump logs indicated motor stall occurred on (B)(6) 2019 at 10:05 with no recorded recovery. The cause inducing the motor stall could not be identified, as the patient did not undergo an MRI scan nor were they exposed to a strong emi source. The patient would soon have the pump replaced. Further complications were not reported. Additional information was received. The pump was replaced on (B)(6) 2019 and the issue resolved. The pump would be returned.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.